Manufacturer narrative:
An investigation has been initiated based on the reported info.

Event description:
A copy of medwatch reference number (B)(4) was received via mail from food and drug administration. The description on the medwatch indicates the dermatome was not functioning properly. The dermatome was not loading in alignment, resulting in an uneven split thickness skin graft. Another graft was obtained from the pt's left chest area.